Event description:
A us distributor reported that a patient was experiencing "adjust/check belt" and "add gel/replace belt" messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿add gel/replace belt¿, ¿adjust/check belt¿ messages) was confirmed due to the electrode belt ECG "c&d" cable being severed, breaking all wires in the cable. Upon further investigation, both gel fire wires were broken in the distribution node, causing the ¿add gel¿ messages. The belt was unable to pass falloff testing. The root cause for the physical damage to the severed cable was unable to be positively identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.